Event description:
It is reported that during kit inspection, the inspector confirmed that the tip of the driver was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.